Manufacturer narrative:
The esheath was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A photograph was provided and shows the valve/delivery system protruding through the sheath indicating the liner of the sheath has been torn. Fluoroscopic imaging depicts sheath kinked/bent within the patient. Per the photos, the complaint was confirmed. During manufacturing per procedure, the sheath shaft components are 100% visually inspected for defects. During the manufacturing process the esheath final assemblies are 100% visually inspected by both manufacturing and quality per procedure. Additionally, product verification (pv) testing per procedure is performed on a lot sampling basis. The sheaths are tested for kink resistance and expander liner testing. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the reported event. A review of the complaint history from august 2019 to july 2020 revealed other similar returned complaints for the trend categories above were confirmed. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. Available information suggests that patient/procedural factors contributed to the events. A review of complaint history revealed that the occurrence rate did not exceed the july 2020 control limit for all the trend categories. The esheath IFU, commander delivery system with s3u IFU, device preparation manual, device training manual and supplemental for subclavian procedure were reviewed for guidance and instructions involving the commander delivery system usage. The supplemental for subclavian procedure was reviewed for tortuosity ¿ degree and location. Sharp angles are responsible for potential sheath kinking, subclavian/axillary dissection and aortic arch damage. In addition, the supplemental provides guidance on delivery system insertion and tracking. Insert delivery system until delivery system tip crosses annulus in order to have enough length to do valve alignment in ascending aorta, do not use any flexing during tracking, esheath can bend and does not necessarily represent an obstacle for valve insertion and retrieve system (delivery system, valve and sheath) together as one unit if substantial resistance is encountered. Based on the review of the IFU/training manuals, no deficiencies were identified. The complaints for sheath liner torn and sheath kinked, bent were able to confirmed based on the applicable imagery received. As the device was not returned, engineering was unable to perform any visual inspection, functional testing or dimensional analysis; therefore, presence of a manufacturing non-conformance was unable to be determined. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. As reported, ¿the insertion of the commander ds through the esheath was more difficult than usual due to patient anatomy.¿ per the training manual, ¿push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification.¿ per report, the patient¿s access vessel did have a mild degree of calcification and a moderate degree of tortuosity. The presence of tortuosity can prevent sheath from fully expanding and increase the push force to advance the delivery system through the sheath during insertion. Per the conditions of the patient¿s access vessel, calcification found along the arterial pathway created a challenge for the user as they attempted to insert the delivery system through the sheath. It is possible that the presence of calcification along with the excessive manipulation performed on the device to overcome the resistance felt when inserting the delivery system could have caused a tear to form on the liner of the sheath. Tortuosity of the patient¿s access vessel also created a challenging pathway for delivery system insertion. Per training manual, the sharp angles from tortuous anatomies are responsible for potential sheath kinking. It is possible that the combination of the patient¿s tortuous access vessel as well as the excessive manipulation on the device to overcome the high insertion force could have led to the kink seen on the sheath. In this case, available information suggests that patient factors (tortuosity and degree of calcification) and/or procedural factors (excessive device manipulation) may have contributed to the resistance with delivery system leading to the liner tear and kink. However, a conclusive root cause could not be determined at this time. No IFU/training manual inadequacies were identified, and the occurrence rate did not exceed the applicable control limit, no product risk assessment, corrective or preventative action is required at this time. Per management discretion, a product risk assessment have been initiated to capture patient risk assessment and further investigation involving high push force of the commander delivery system with s3u thv through the esheath.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(6) affiliate, during a subclavian procedure with a 26 mm sapien 3 ultra valve in the aortic position., the insertion of the commander ds through the esheath was more difficult than usual due to patient's anatomy. Upon review of the fluoro, a kink in the esheath was identified and the vessel appeared to be damaged or perforated. It was reported that the subclavian artery was injured during insertion of the delivery system through the esheath. Therefore, it was decided to stop the procedure and to remove the delivery system and the esheath to prevent further injury of the subclavian. The subclavian vessel was exposed, and a vascular graft was implanted and the vessel was repaired. After the subclavian repair, a transapical tavi was successfully performed. The patient was stable at the end of the procedures. Per report, the cause of the vessel perforation was due to pressure inside the system and calcification of the subclavian. After removal of the delivery system, upon visual inspection of the esheath, the esheath was torn and ¿opened¿. The distal end of the outer catheter of the delivery system came out of the seam of the esheath, as well as the crimped valve.

Manufacturer narrative:
This supplemental MDR is being submitted for reference of mfg. Report no. The section (h10) narrative text of this report has been updated. This report is 1 of 2 being submitted for this complaint. Reference mfg. Report no. 2015691-2020-12620.